Event description:
It was reported on 09/23/2015 that the patient is scheduled for a re-implant after an explant was performed due to infection. It was not indicated when the infection began or when the explant occurred. The patient had a full re-implant on (B)(6) 2015. Attempts have been made for more information but have been unsuccessful to date.

Event description:
Further information was obtained indicating that the explant of the old devices occurred on (B)(6) 2015.